Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported in a transcarotid artery revascularization (tcar) procedure, a dissection was caused by the arterial sheath on the mid/distal common carotid artery which led to a conversion to a carotid endarterectomy. The procedure was completed successfully and the condition of the patient is stable.